Manufacturer narrative:
Event summary: visual inspection of catheter 2af283 / 21491-75 showed that the push button luer was broken. Smart chip verification indicated the catheter was not used. The catheter passed electrical integrity test and the performance as per specification. In conclusion, the reported (broken luer) issue has been confirmed through testing. The catheter failed the returned product inspection due to broken push button luer. Device history record (DHR) for lot #21491 was reviewed and device 2af283 / 21491-75 passed qa final inspection prior to release. The yield for this lot was within historical yield range for this product. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, a y-connector issue was noted on the balloon catheter. The balloon catheter was replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.